Event description:
It was reported that while attempting to drill through the tibial resection guide, the drill bit bound up and broke inside guide.

Manufacturer narrative:
Eval summary: it is possible that damage to the guide and/or the bit was accrued during previous use and this damage caused interference between the two. This interference could have generated particulates that became trapped between the drill and the guide, thus potentially causing friction and eventually device seizure. The potential previously accrued damage can mose likely be attributed to normal wear and tear. Eval: the 1/8" inch drill bit is broken and seized within the guide. The guide exhibits indicates of extensive use during its field life (e.g. Wear to cut surfaces and drill holes). The bit exhibits circumferential scarring, indicative of interference with the guide during rotation. Device history records for the guide indicate it was manufactured and inspected to specification. No lot number could be obtained from the drill bit; therefore, device history records could not be reviewed. No mfg abnormalities could be detected.